Event description:
The customer reported fluid detector (fd3 and fd6) system errors and blue fluid in the drip tray involving coulter lh slidemaker. The customer indicated the fluid was contained within the drip tray and slidemaker. The customer had on personal protective equipment (ppe) consisted of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leak originated from a hole in the tubing at valve line vl6 due to wear. The fse replaced the tubing and noted vacuum regulator 2 was not functioning and ordered parts. The regulator was replaced on (B)(4) 2012. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).